Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01-january-2024, it was reported by the patient that two infusion set cannula was kinked due to which hyperglycemia occurs after 3 hours of insertion. Infusion set was placed in abdomen. High blood glucose level was 300 mg/dl. Event occurred on (B)(6) 2024 and (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final (B)(4)- MDR 3003442380-2024-07787- device 1 of 2.